Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned from analysis. The reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device via a 6f sheath after an interventional procedure. Reportedly, the proglide closure device was used 24 hours after a non-abbott device was used in the same vessel. The physician suspects that interaction between the two devices. The proglide device was deployed in the rcfa, suture link made and when the device was pulled out it became stuck at the point of the guide wire exit port. The o-ring and footplate were visible but the device could not be pushed forward, rotated or retracted. The suture still in plact the vascular surgeon came in and also could not get the proglide device out of the anatomy. A cut down to the suture was performed, the suture was cut, device re-wired and retracted. Three proglide devices were placed at different angles (12, 10 and 2 o'clock positions) but the artery could not be pulled together. A non-abbott device was placed to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure due to the cut down procedure. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.